Event description:
The technician alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail is missing the shoulder screw. The technician replaced the side rail shoulder screw to resolve the issue.